Event description:
The information received regarding the explanted device notes that monitoring documented magnetic interference with pacemaker function. The device was replaced as corrective measures could not be done non-invasively.